Event description:
In 2002, the patient's sound processor reportedly stopped functioning. The patient's parents exchanged external hardware. However, the problem was not resolved. The next day, the patient was seen at the implant center for device evaluation. External hardware was exchanged without resolution to the reported problem. Testing conducted confirmed that the device was no longer functioning.